Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. It was reported 1 month before implant of the stent graft the aneurysm measured 4.5 cm. It was reported the pt presented emergently with a ruptured abdominal aortic aneurysm. The pt was scheduled to have a stent graft implant 22 days after the aneurysm ruptured. It was reported that the stent graft was placed; however during the removal of the delivery system, the right external iliac artery was disrupted due to the size of the delivery system. The physician elected to perform an iliac to femoral bypass, from the right external iliac artery to the right common femoral bifurcation. At the completion of the procedure there were no endoleaks. The pt was transferred to the recovery room in satisfactory but critical condition. It was reported that the pt expired 2 months post stent graft implant. The death certificate indicates that the cause of death was respiratory failure due to severe chronic obstructive pulmonary disease and smoking. Other significant conditons listed were aaa repair with acute renal failure.